Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed and a 35mm watchman flx pro laa closure device and delivery system (wds) was selected to be used. The patient was discharged on dual antiplatelet therapy (dapt). During a routine 45-day follow up transesophageal echocardiography (tee), a device related thrombus (drt) was noted on top of the device. The patient was switched back to xarelto and another imaging follow up will be scheduled to assess the drt.